Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.